Event description:
7/15-intra-aortic balloon catheter (9.5 french) was inserted over a soft-tipped j-wire and placed 2cm inferior to the aortic knob. The wire was removed. The catheter lumen was flushed with heparinized saline and connected to hemodynamic pressure tubing. The balloon was connected to the iabp console; and after fluoroscopy revealed good position of the balloon, counter pulsation was begun. 7/16/96-940pm-iabp was noted to have blood in iabp tubing to pumping console. Iabp turned off. Blood return present on manual suction of tubing, compatible with balloon rupture in vascular system. Blood was noted in catheter during episode of vomiting. Catheter was then removed.